Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn/split/cracked (still attached). The optic was torn/split/cracked (possibly cut) into two pieces. The cartridge was returned with solution in the loading area, the nozzle entry area, and in the cartridge tip. No damage was observed. One notched wing had a slight indentation which could suggest that the cartridge was not properly seated in the handpiece. The reporter indicated the use of an unapproved injector. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "damage to one of the haptics"(defective item [haptic]). An operating room manager reported that during intraocular lens (iol) implant surgery, it was noted that there was damage to one of the haptics. An enlargement of the incision was required to remove and replace the iol during the same procedure. In a follow-up, the manager reported that there was no adverse event experienced by the patient. The manager also reported the use of an unapproved injector.